Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years, 10 months, and 3 weeks following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized. Moderate central regurgitation and heart failure were noted. Per the physician, intervention will be required. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated fields: b5 h6 corrected information: no hemodynamic instability or heart failure occurred during this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 5 years and 11 months after the implant of the valve, a non-medtronic valve (26mm sapien s3) was implanted valve-in-valve. It was confirmed that no heart failure or hemodynamic instability occurred.